Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14 cm solero applicator. The distributor's territory manager was in attendance for the case. The patient has a sacral/pelvic chordoma, approximately the size of an orange. The plan was to perform a percutaneous microwave ablation to debulk the mass. The applicator was tested per procedure with no noted issues. They proceeded to ablate 4 times at 140w x 3-4 minutes. After each ablation, the doctor moved the probe and ablated again. They had just started the 5th ablation when a 'high reflective power'" error message came up. The tm told dr to move the probe about a cm, which he did. The error message returned as soon as they started ablating again. The applicator was removed and examined. They did this an additional 3 times but were unsuccessful in removing the error message. At that stage, the doctor removed the probe at which time it was realized the tip of the applicator had fully detached. The doctor opened a second 14 cm to finish all ablations for this patient. It was reported the physician was highly skilled and managed to use some biopsy forceps to remove the ceramic tip. It was approximately 5 cm deep inside the patient's sacral area. The tip was discarded after removal. It was reported that due to this issue, the procedure was prolonged greater than 30 minutes than as expected. It was reported prior to the error message, the probe remained inside the patient after each ablation. There was no noticeable difficulty placing or removing the applicator.

Manufacturer narrative:
Returned for evaluation was one (1) 14cm solero probe. As received, the distal portion of the ceramic tip was detached and not returned with the probe sample. The ceramic tip of the device was broken off and approx. 3mm of the base of the tip was still attached to the semi-rigid. The fracture point corresponds with end of the semi-rigid outer jacket. There was melted metal and broken ceramic visible on inside the semi-rigid. In a thermal event the center conductor will melt and separate which is consistent with this complaint.also, there was a ¾ mm gap between the metal shaft and the remaining portion of the ceramic tip. This can occur if the tip is pulled out for reposition and the tip is held by the ablated tissue. The linear removal force plus multiple ablations may have caused this gap. This appears to be a thermal event that melted the center conductor, fractured and detached the ceramic tip. The remaining portion does exhibit some charring. The cause of this type of thermal event could not be definitively determined. The customer's reported complaint description of tip fractured and detached is confirmed. Root cause for the thermal event/tip detachment could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).